Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became separated from multiple cartridges. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided, and the customer declined troubleshooting with tandem technical support.